Event description:
It was reported that lead noise was observed. Noise was reproducible in clinic with isometrics. Patient was asymptomatic and will be sent for a chest x-ray. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.